Event description:
Caller reported that the indicated battery charge increased significantly within a short period. There was no adverse impact to the customer's blood glucose level due to this issue. Customer initially used a tandem cable and adapter to charge the pump, but the battery percentage did not increase significantly. After being advised by technical support to use a third-party cable and charger, the battery percentage jumped to 80%. Technical support resolved the issue by replacing the tandem cable and charger.